Event description:
It was reported that during an orbital atherectomy (oa) treatment procedure, the viperwire guide wire fractured and a portion remains in the patient's body. The lesion being treated demonstrated diffuse plaque in the mid-to-distal portion of the patient's at artery. The physician performed 5 runs with the oad at both low (80k rpm) and medium (130k rpm) speeds. Each run averaged approximately 30 seconds, but did not exceed 40 seconds. The physician then treated the lesion at high speed (180k rpm) for two runs; each averaging approximately 30 seconds, but not exceeding 40 seconds. Subsequent review of the angio revealed a piece of foreign material in the distal portion of the at, near the ankle. The physician determined that it was a fractured, piece of the viperwire guide wire. At the same time, slow flow was observed and the physician began treatment with supplemental nitro 200mcg IV. The oad and the guide wire were removed and the physician attempted to retrieve the fractured portion with a snare, but was unsuccessful. He determined that the patient's blood flow was improved despite the retained wire fragment and discontinued further treatment of the lesion. At the end of the case, the pedal pulses indicated improved blood flow to the patient's foot. Additional information has been requested regarding this event.

Manufacturer narrative:
(B)(4).